Event description:
It was reported that the handpiece continued to run on its own while in safety mode, during an orthopaedic procedure. The case was completed successfully with another device. There were no reports of any adverse consequences due to this event.

Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted, if the results of the quality investigation require one.